Event description:
Customer reported received a reading of 74 mg/dl on his adc blood glucose meter, which was higher when compared to the paramedic's meter reading. Customer passed out and fell and hit his head on the floor. Customer's girlfriend called 911. Paramedics responded and checked customer's blood glucose level and received a reading of 23 mg/dl with their meter. Customer was given one ampule of d-50 intravenously. Customer self-treated by eating food and drinking juice. Customer was not transported to a health care facility. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of manufacture is unknown.

Manufacturer narrative:
Product was not returned from the customer for investigation. Tracking and trending of complaints following standard procedures has not identified an issue with the product associated with this complaint. Testing of retain samples of strips associated with this complaint was conducted. The specific complaint issue associated with the medical event was not confirmed through retain testing. An additional issue was identified and will be progressed through adc's standard complaint handling processes through resolution. An additional supplemental report will be filed if it is determined that the additional issue identified has any connection with event or product issue reported by the customer.